Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 76-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the automated impella controller (aic) had a purge disc not detected alarm when priming the cassette. Staff switched out the cassette and still received purge disc not detected alarm. Controller was switched out and cassette primed as expected.

Manufacturer narrative:
After reviewing the data logs, the issues with the automated impella controller (aic) not being able to detect the purge disc was confirmed. Device analysis: purge disc flag was found to be broken (missing at the blue purge disc retainer). The root cause of the observed issue was a broken purge disc flag. The investigation for aic - purge disc/flag issues has been completed. D9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12237: d4 model number. D6a/d6b should have been left blank. F6/f8-should have been left blank. G1 manufacturing site facility name and manufacturing site fax number.